Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the follow defects were found, forceps cover glue peeling, probe unit chipped-not affecting function, bending section cover or distal sheath glue cracked, scope switch 1 cut, control knob loose or light with had low tension. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope to the olympus service center. Upon inspection and testing of the customer returned device, the scope forceps cover adhesive was found peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 10-nov-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that stress to the device caused phenomenon. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor the field performance of this device.